Manufacturer narrative:
Date of report: 11jul2019. Date received by manufacturer: 08jul2019. The manufacturer's field service engineer (fse) replaced the (gas delivery system) gds, o2 manifold, and the data acquisition to address the reported problem. The unit successfully passed the required performance verification test. The (gas delivery system) gds assembly was return for analysis. The gds returned with o2 solenoid , (data acquisition) daq and the o2 manifold was returned to the fi(failure investigation) lab for evaluation. No anomalies noted. All check valves appear to move freely within housing. Operational testing was performed and the test ventilator did boot up and deliver breaths on each output port and no errors or leaks were detected while cycling the power on and off any port. The root cause: no fault found. Unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 05apr2019, date of report : 30may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The ventilator continues to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set oxygen setting. System pressure leak test failed. The fse replaced the gas delivery system) (gds) to address the reported problem. The unit successfully passed the required performance verification test. Further evaluation is pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported high o2 supply pressure and no o2 supply available alarms. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.